Event description:
It was reported that the ilet touchscreen became unresponsive after being dropped, with the screen cracked and chipped, and the user could not unlock the device; the problem pertained to a fractured component affecting the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with mechanical damage, consistent with a fracture affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The device will be returned.

Manufacturer narrative:
Initial.